Manufacturer narrative:
After further review of the complaint details it was determined that this report was submitted in error as the incident does not meet the MDR regulation requirements of a reportable event.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The charge technologist for interventional radiology reported that one of the technicians said the enfit end broke below the actual connection on the kangaroo feeding tube for one of the inpatients. Additional information received stated the device had a break at the feed and medication port causing a leak.